Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 107 mg/dl and sensor glucose was 60 mg/dl at the time of call. The customer stated that the threshold suspend would go off when it is not supposed to. The customer stated that they received false low alerts. The customer mentioned that there was a bent cannula found on one of the sensors. The customer performed reconnect old sensor. The sensor will not be returned for analysis.